Event description:
It was reported via clinical study, that the 40 yo white male patient was experiencing pain along medial ankle when weightbearing, related to start up pain after initiating walking from seated position (pain 3 out of 10). The date of onset is (B)(6) 2019. The patient underwent revision surgery on (B)(6) 2020; vantage removed. Patient was withdrawn. The patient¿s outcome was last known as resolved on (B)(6) 2020. The case report form indicates this event is possibly related to device and unlikely related to procedure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via clinical study, that the 40 yo white male patient was experiencing pain along medial ankle when weightbearing, related to start up pain after initiating walking from seated position (pain 3 out of 10). The date of onset is (B)(6) 2019. The patient underwent revision surgery on (B)(6) 2020; vantage removed. Patient was withdrawn. The patient¿s outcome was last known as resolved on (B)(6) 2020. The case report form indicates this event is possibly related to device and unlikely related to procedure.

Manufacturer narrative:
Concomitant medical products: 350-12-03 - tibial plate fb sz 3 rt. 350-02-03 - talar implant sz 3 rt.

Event description:
It was reported via clinical study, that the 40 yo white male patient was experiencing pain along medial ankle when weightbearing, related to start up pain after initiating walking from seated position (pain 3 out of 10). The date of onset is (B)(6) 2019. The patient underwent revision surgery on (B)(6) 2020; vantage removed. Patient was withdrawn. The patient¿s outcome was last known as resolved on (B)(6) 2020.